Manufacturer narrative:
Follow-up # 1 date of submission 06/01/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: there keypad was found to be fully intact; no damage was observed. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately. The keypad cover was removed and no evidence of moisture or contamination was found under any button contacts. Moisture was observed inside the battery compartment due to a leak in the battery compartment. The keypad response issues were not duplicated; however, moisture ingress was found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture/corrosion visible in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.